Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer investigated the ventilator on site. During inspection, it was noticed that the air gas module was contaminated with water. The air gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).